Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system it hung up at 0:00. Upon some functional tests the fse checked the download board software page. The fse download it for software to the 2k board. After downloaded the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.